Event description:
It was reported that at the beginning of a hip arthroscopy procedure using an ambient hipvac 50 wand ifs, an electrode broke off of the wand tip upon insertion into the surgical site. The broken piece was retrieved; however, this event delayed the procedure by 30 minutes. The procedure was completed successfully using a back-up device. There were no pt complications reported as a result of this event.